Event description:
Reported events of "alk- alcl case 3" breast presentation "pain and swelling. Scar; no fluid." As stated in journal article; "anaplastic large cell lymphoma involving the breast" arch pathology lab medical journal-vol 133 sep 2009. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor or reporting.

Manufacturer narrative:
This event was initially submitted via (B)(4) on (B)(4) 2010 with the term codes cancer, lump/nodule and manufacturer unk. Update to our safety data base notes that the term code has been changed from lymphpoma to lymphoma alcl. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Device labeling address the event of swelling as: for primary augmentation pts, swelling rate = 9.2 percent. Primary reconstruction pts = 8.4 percent. Silicone pt brochure: following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant.